Event description:
It was reported to philips that the system's software crashed twice after a power outage. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed by the customer and completed with delay less than 20 min by reconfiguration of pdu control board. The philips field service engineer (fse) inspected the system onsite and confirmed that system's software crashed twice after a power outage. Upon troubleshooting, fse found that the firmware of power distribution unit (pdu) lost. To resolve this issue, fse replaced the pdu control module along with ny15 fuse. The same issue reoccurred thrice where fse checked the system and provided resolution in another case. After that the system was returned to use in good working order. The codes were updated based on investigation outcome.